Manufacturer narrative:
Section a4: patient weight was requested but not provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Event description:
It was reported that log files were submitted for review. The event log displayed two episodes of power cable disconnect/low power hazard/no external power alarms on (B)(6) 2023 around 3:34 pm and (B)(6) 2023 around 9:09 am while tethered to mobile power unit (mpu). These alarms appeared to be caused by power to the mpu being briefly interrupted. There was no interruption in pump support during these events. There were no other unusual events seen within the log files and the mechanical circulatory support equipment operated as expected.

Manufacturer narrative:
Section d1 brand name: corrected. Section d3 manufacturer information: additional information. Section d4 catalog number: corrected. Section d4 primary UDI number: corrected. Section d4: device serial number and lot number were not provided, and expiration date and manufacture date (h4) cannot be determined. The primary UDI number in d4 is reflective of all available information. Section g1 contact office: additional information. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of no external power alarms while the controller was connected to an mpu was not confirmed. The controller event log file contained data spanning 8 days ((B)(6) 2023 ¿ (B)(6) 2023 per the timestamp). The log file did not capture an no external power alarms or events that indicated an issue with the mpu. Low voltage alarms observed in the log file were related to routine use of the 14v li-ion batteries, alarms cleared when the batteries were exchanged to a new set. The pump maintained a speed above the low-speed limit throughout the log file. The data in the log files did not indicate any issues with the system. Device history records could not be reviewed as the serial number of the product is unknown. Heartmate 3 patient handbook, under section 5 ¿alarms and troubleshooting¿ and heartmate 3 instructions for use (IFU), under section 7 ¿alarms and troubleshooting¿ cover all alarms (visual and audible), including the low voltage advisory, low voltage hazard, power cable disconnect, and no external power alarm conditions, and the actions to take if the alarms cannot be resolved. Heartmate 3 patient handbook and heartmate 3 instructions for use (IFU) under section 3 ¿powering the system¿, explains the various ways to power the heartmate iii lvas, including how to use the 14v batteries and mobile power unit (mpu). This section also explains how to switch between power sources. Heartmate 3 patient handbook cautions users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.